Event description:
It was reported the procedure was to treat the left external illiac artery with heavy calcification and heavy tortuosity. The 7x80mm absolute pro self expanding stent was advanced over a 0.035 hi-torque versacore floppy guide wire without resistance. The thumbwheel was engaged and the stent deployed without issues. Upon withdrawal, resistance was felt with the guide wire. Saline was flushed through the absolute pro delivery system using the hydroplane technique, in order to slide the absolute pro delivery system off the guide wire. The guide wire was removed and proximal portion of the wire was noted to be bent yet remained intact. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in the description of incident is filed under a separate report number.

Event description:
N/a.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire met resistance with a self-expanding stent (ses) device and upon removal, a bend was noted. Analysis of the returned wire confirmed the reported bend. Factors that may contribute to a bend during use include, but are not limited to, user technique, manipulation against resistance, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the information provided, a conclusive cause for the bend cannot be determined. Additionally, a bend would impact the wires maneuverability through the ses, possibly contributing to the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.